Manufacturer narrative:
Block h6: medical device problem code a150207 captures the reportable event of stent difficult to remove. Block h10: the returned contour ureteral stent was analyzed, and a visual evaluation revealed that the stent was found in good shape, no kinks or bends were found in device, the suture hole was torn. A functional evaluation noted that a mandrel 0.035'' was loaded into the device and no resistance was felt. No other issues with the device were noted. The reported event was not confirmed. According to product analysis, the physician tried to take out the stent, but felt resistance and after performed an xray to the patient. It was possible to observe that the renal pigtail looked tied. During the product analysis the stent was found without issues or evidence of a tied section, a functional test was performed and no resistance was felt. The product investigation is assigned the most probable cause classification of no problem detected. This code was selected as the most probable complaint cause based on the information available. The product record review confirmed that this is not a new failure type and the risk is anticipated. There was no evidence of a manufacturing issue, design or user issue which could have caused the complaint device analysis found no issues with the device during visual and functional test. Additionally, the suture hole was found torn, it could have been caused by the user or due to an excess of force applied during the withdrawal of the stent; this failure found was documented in the coding table as adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was previously implanted in the ureter, performed on an unknown date. During a stent removal procedure, performed on (B)(6) 2021, the physician attempted to pull the suture at the distal tip of the stent but it could not be pulled out. The patient was checked under x-ray and the image showed that the stent was tied in the proximal edge resulting to difficulty in removing the stent. The contour ureteral stent was removed with a pair of forceps through cytoscope and the procedure was completed successfully. There were no new stent implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was previously implanted in the ureter, performed on an unknown date. During a stent removal procedure, performed on (B)(6) 2021, the physician attempted to pull the suture at the distal tip of the stent but it could not be pulled out. The patient was checked under x-ray and the image showed that the stent was tied in the proximal edge resulting to difficulty in removing the stent. The contour ureteral stent was removed with a pair of forceps through cytoscope and the procedure was completed successfully. There were no new stent implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.